Manufacturer narrative:
The insulin pump had a frozen display due to a corroded electronic assembly. The insulin pump had a corroded motor home switch.

Event description:
The customer reported moisture damage and a frozen display. Advised that the insulin pump would be replaced. Nothing further was reported.